Event description:
It was reported to philips that the device's 12 leads are not transmitting to hospitals. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Customer says everything seems to go through on their end but hospital is not receiving 12 leads on their end. The mrx passed operational check, the wireless link wifi led is steady when transmitting, and the configuration is correct. Customer requested onsite repair after it was suggested that they contact hospital it department to make sure no changes have been made to server or subnet etc. Quote for onsite repair was sent to customer and customer did not respond. Open work orders (wo¿s) are canceled after no response from customer after a specified amount of time. Order status was changed from pending to canceled. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's 12 leads are not transmitting. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.